Event description:
Healthcare professional reported "shows suspected rupture" confirmed via ultrasound and "patient had excisional biopsy wire localization with capsule in benign specimen". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.